Event description:
Health professional attempting to place stent in right coronary artery but was unable to pass stent through lesion. Upon withdrawal of stent catheter, it was noted that stent was not on end of catheter. Professional noted presence of stent in guide catheter. Guide catheter and guide wire were then removed. It was discovered through fluoroscopy that stent and tip of guide wire remained in femoral artery. Initial procedure was completed with placement of three coronary artery stents. Pt then taken to cardiovascular surgery for retrieval of the stent and guide wire tip. Guide wire tip is available for evaluation.